Event description:
It was reported that a pt underwent a pylorotomy procedure on an unk date and suture was used. Following procedure, the pt developed a leak and was taken back to the operating room. It was noted during the surgery that the suture appeared to be broken. Add'l info is requested.

Manufacturer narrative:
(B)(4). Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.